Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. After attempting various troubleshooting steps, including trying a different wall adapter and charging cable without success, technical support decided to replace the pump. Customer did not have backup therapy available and intended to contact their healthcare provider. Customer showed interest in obtaining an out-of-warranty loaner pump while their issue was being resolved.